Event description:
Related manufacturer report number: 2017865-2023-50657. It was reported that high pacing impedance and high capture threshold was observed on the right ventricular (rv) lead and noise was observed on the right atrial (ra) lead was observed during an unrelated procedure. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.